Manufacturer narrative:
Date of event was approximated to (B)(6) 2015, the implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The surgeon is dr. (B)(6). (B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh device was implanted during a procedure performed on (B)(6) 2020. As per the patient's attorney, after the procedure, the patient has experienced unspecified injury. Boston scientific has been unable to obtain additional information regarding the event to date.